Event description:
A journal article from (B)(6), "antifungal susceptibility testing in hiv/aids patients: a comparison between automated machine and manual method." Was reviewed by biomérieux. The article indicated false susceptible results for ampicillin in association with vitek® 2 ast test kit(s). Test kit type(s) was not included in the article. There is no indication in the article, or any report from the laboratory associated with the article, that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated. However, the strains use for testing are no longer available.

Manufacturer narrative:
A journal article from (B)(6), "antifungal susceptibility testing in (B)(6) patients: a comparison between automated machine and manual method." Was reviewed by r&d. The article indicated false susceptible results for ampicillin and voriconazole in association with vitek® 2 ast test kit(s). Test kit type(s) was not included in the article. Further evaluation was requested. Strains, lab reports, product and lot numbers have been requested but are not available for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to reference method. Note that vitek 2 antifungals were developed compared to bmd. The reference method used in the study was clsi disk diffusion. Reported issue cannot be further investigated. Note: it was reported that this study was performed with vitek software version 04.01, suggesting the research was performed well before the 2016 publication date.